Manufacturer narrative:
(B)(4). Concomitant medical products: unk knee tibial component cat#:unk, lot#: unk, unk knee articular surface cat#:unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04737, 0001822565 - 2018 - 04738, 0001822565 - 2018 - 04739. Product remains implanted.

Event description:
It was reported that the patient was being considered for revision sixteen years after knee arthroplasty due unknown reason.

Event description:
Reason for possible revision remains unknown and no revision procedure has been reported to date. However, x-rays were reviewed and found evidence of osteolysis along the components, but no evidence of component loosening.

Manufacturer narrative:
(B)(4). Medical products: ascent knee patella component cat#:unk, lot#: unk. Ascent knee articular surface cat#:unk, lot#: unk. Ascent knee tibial tray cat#:unk, lot#: unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray evaluation by third party hcp states that there are scattered areas of radiolucency reflecting osteolysis along the components but no evidence of component loosening and acute fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.